Manufacturer narrative:
A visual examination revealed no issues for any damage or defects with the unit components. Functional examination was carried out. The device was capable of achieving 10atms and holding this pressure for 30 seconds without issue. The gauge needle increased as the pressure was increased during the test. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of gauge reading inaccurate was not confirmed as the device passed functional testing and the needle of the pressure gauge did move during functional testing. The most probable root cause of this event is operational context as the complaint was most likely caused by procedural/anatomical factors encountered during the procedure, which limited the performance of the device.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilation in the cardia performed on (B)(6) 2014. According to the complainant, during the procedure the gauge needle stays at zero during inflation. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilation in the cardia performed on (B)(6) 2014. According to the complainant, during the procedure the gauge needle stays at zero during inflation. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.